Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6).

Event description:
It was reported that a bd 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter was found leaking during use. The nurse found the presence of blood in the pump body. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.